Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the pump alarmed channel disconnect and stopped working. It was later found that the pump had bad inter-unit interface (iui) connectors. The iuis were replaced and the operation was checked and passed. The unit was returned to service. Although requested, additional information was not provided.